Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. However the event reportedly occurred in the neonatal intensive care unit, therefore it is presumed that the patient was a neonate.

Event description:
It was reported from the neonatal intensive care unit (nicu) that the device does not correctly identify the 1ml syringe size. When the 1ml syringe is placed into the device, sometimes there is a choice for a 1ml and 3ml syringe. Other pumps may only provide one choice of a 3ml syringe. The caffeine medication integrates properly, but since the device doesn't give the choice for the appropriate syringe size, the nurse chooses the only syringe size available. When this is done the full medication dose does not infuse, however the pump says the administration is complete. The nurse has to manually program the syringe to infuse the remaining medication amount. A bd representative reached out to the customer stating that the bd 1ml and 3ml syringes have almost identical external barrel diameters. The size and content of the internal barrel chamber is smaller with the 1ml syringe. However, when loaded, the bd 1ml will have only one choice on the display: ¿bd plastipak 1 ml¿. Even if you press ¿all syringes¿, the only choice is for the 1 ml syringe. There are conditions that can cause the barrel diameter to be detected as being larger: thick labeling and adding a component to the syringe that is larger than the diameter of the syringe. Also, if the barrel clamp has been damaged internally it may not recognize the correct syringe. If you have troubleshooted and the correct syringe does not display, send the device to biomed for servicing. An incorrect syringe size should not be picked, as this can lead to inaccurate delivery.